Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable). A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (will power on monitor) due to the battery pack tri-cells being mis-matched. Upon further investigation, the evaluation found a loose bus bar inside of the battery. The root cause of the loose busbar and mis-matched cells could not be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (service code 204) was due to the monitor's electrode belt connector pins being physically damaged, causing fault. The monitor did not pass detect and treat testing. The root cause for the damaged connector pins was physical abuse. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to bent pins in the trunk cable, preventing the belt from plugging into the monitor. The belt was unable to complete falloff testing. The root cause for the bent pins was excessive force. There was no adverse event that resulted from the damaged belt.